Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the ins recharger (insr) didn't work. They stated the insr would not charge when plugged into the desktop charger (dtc). It was confirmed that the green light was on the dtc though. Troubleshooting included patient services (pss) had patient confirmed that she saw the green light on the dtc and the connector pin did not appear to be bent, damaged or loose. Pss asked when patient first noticed issue with the ins, they stated it was sometimes last year, and patient had not been charging the ins because of the issue with the insr. They reported that the ins was ¿bothering him¿. Pss asked for clarification, they stated that patient thought the ins was ¿zapping him too much¿ but did not know a date for when it started. They noted it had been more than 3 months since the patient last charged. It was reviewed the possibility of the ins being in an over discharge stated and encourage the patient to follow up with healthcare provider (hcp) to check the ins (and jumpstart the ins if needed), and patient had an appointment on the 5th. A replacement recharger and desktop charger would be sent to patient. It was noted recharger battery dead and connector on dtc looked fine, implant dead and patient would meet representative on (B)(6) 2019. No further complication and no symptoms were reported.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger; product ID: 97754, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin bent. If information is provided in the future, a supplemental report will be issued.